Event description:
Patient presented to the emergency department with pain at the chest incision site, including nausea and sweating. Imaging revealed that the sensing lead had migrated into the pleural space. Physician brought the patient into the operating room, opened the ipg pocket, found the lead wire knotted and tangled, and the anchor sutures broken, which is consistent with manual manipulation of the device. Physician replaced the sensing lead, re-sutured, and closed.